Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm after battery change. The customer reported that they received a pump error alarm prior to the critical pump error alarm. The customer also reported that the buttons were completely unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical error open book error and pump error 35 was found in the formatted history file due to force sensor zero offset out of spec. The insulin pump had cracked select button at keypad overlay, minor scratched lcd window and case.